Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the leg. An angiojet solent omni was used for thrombectomy procedure. It was observed that the bulb was leaking fluid and a suction issue was noted. The procedure was completed with a different device. There were no patient complications reported.